Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. H6 device codes: corrected. Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed the telescope and sheath were kinked. Microscopic inspection revealed the guidewire exit port was damaged. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. Maneuvers of the user could lead to an excessive friction that deforms the material and result in the guidewire becoming stuck. The damaged exit port found on analysis occurs due to friction between the edges of the exit port and the guidewire during advancement of the device into patient.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the mildly tortuous and mildly calcified target lesion. During the procedure, the catheter would not come out of the artery and became stuck on the wire. Both devices were removed as a single unit, and a different catheter was used to complete the procedure. No complications were reported, and the patient was fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the mildly tortuous and mildly calcified target lesion. During the procedure, the catheter would not come out of the artery and became stuck on the wire. Both devices were removed as a single unit, and a different catheter was used to complete the procedure. No complications were reported, and the patient was fully recovered.